Event description:
IV tubing was primed, put onto alaris pump and connected to patient. Upon rn going to start the infusion through the umbilical venous catheter, the rn noticed that the IV pump chamber had liquid leaking down it. Rn investigated the tubing and noticed there was a crack in the tubing at the connection to the pump segment. Tubing was disconnected and new tubing was used.